Event description:
A technician reported several pts who were noted to have had deposits on their contact lenses and experienced loss of 1 - 3 lines of vision while using this product. She reported she is unsure of the number of pts involved; the pts were not treated and their current status is unk. She reported that this info was given to her by an office personnel who is conducting a study. Add'l info has been requested.

Manufacturer narrative:
No sample is available at this time. Review of the complaint history showed no other complaints reported for this lot. Review of the compounding, filling and packaging mfg batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitation records were reviewed and found to be acceptable. A review of the stability data for all opti free pure moist lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. Add'l info was requested on 09/15/2011 and 10/03/2011 by phone and mail. A completed questionnaire has not been received. (B)(4).